Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A mp1000 china product was not available for investigation of pr 11288883; the lot number was not available. The feedback provided by the customer states that, "using a needleless connector to treat a patient when the connector became clogged and did not dispense fluid." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous investigations have identified that certain designs of male luer can cause flow restriction or occlusion as they can grip onto the piston of the maxplus preventing its proper collapse. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer.

Event description:
It was reported that bd maxplus needleless connector was occluded. The following information was received by the initial reporter with the following verbatim: on (B)(6) 2024, at 8:43 p.m., the nursing staff was using a needleless connector to treat a patient when the connector became clogged and did not dispense fluid when connected; the needleless connector was immediately replaced for use and the treatment was completed. This incident delayed patient treatment.